Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured inside of the patient's vessel. Hemostasis was achieved by manual compression for less than thirty minutes. The patient was not hospitalized, nor was their hospitalization extended as a result of the event. There was no reported patient injury. The user was trained to the device, and the device was prepped and stored according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no presence of pvd or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, with little vessel tortuosity. The balloon lost pressure during patient use but not after being pulled to the arteriotomy. No visible damage was observed on the sheath or its distal end after removal. Other procedural details were requested but were not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation, and visual inspection confirmed that neither button 1 nor button 2 was depressed. The stopcock was open, and no syringe was returned for this evaluation. The sealant was present in the manufacturing position and fully covered by the sealant sleeves, which were observed to be kinked. No catheter sheath introducer (csi)was returned, while the balloon was deflated and the core wire was present. The atraumatic tip did not present any damage or abnormal condition, and no additional anomalies were observed. The slit length measurement could not be performed because the sealant sleeves were kinked. The balloon inflation/deflation test could not be performed since the balloon was received twisted and showed torn marks, while the insertion/withdrawal test was conducted using a 6f cordis's lab sample csi and showed no resistance or friction during the procedure. A high magnification evaluation was performed on the balloon surface, and this analysis confirmed that the balloon exhibited a twisted profile with visible torn marks. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the device received since the balloon was received twisted and torn. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured inside of the patient's vessel. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized, nor was their hospitalization extended as a result of the event. There was no reported patient injury. The user was trained to the device, and the device was prepped and stored according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no presence of pvd or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, with little vessel tortuosity. The balloon lost pressure during patient use but not after being pulled to the arteriotomy. No visible damage was observed on the sheath or its distal end after removal. Other procedural details were requested but were not provided. The device will be returned for analysis.